Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 87 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, oozing was reported from the impella access site arteriotomy/vessel. No blood products were administered, and the estimated blood loss was 0 units. Hemostasis was achieved with manual pressure. The introducer was reported to have been peeled away outside the body. The repositioning sheath was properly placed with angle matching, and no vessel perforation or dissection was reported. Additional patient-related factors included peripheral arterial disease/peripheral vascular disease and vascular calcification. The activated clotting time was reported as 204 seconds. While on support, the impella cp device was operating at performance level 8 with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water. The following day, the patient expired while on support. The death is conservatively being reported to the impella cp; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition due to acute myocardial infarction complicated by cardiogenic shock, as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage e. Bleeding and access site oozing are known risks associated with large-bore arterial access and anticoagulation and may have been influenced by the patient's underlying vascular disease and calcification.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.